Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial #: unknown, implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_ext, serial #: unknown, implanted: (B)(6) 2008, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient had shocking at the ins pocket site that couldn¿t be reproduced. It was not related to positional movement. Impedance measurements were taken and there was a normal range of electrode impedances with a therapy impedance of 873 and 467 ohms. The patient was still getting therapy; they were getting mixed therapeutic benefit. The patient never had a clear diagnosis which was problematic. Their diagnosis had been called cervical dystonia with parkinsonian tremor but they did not take any parkinson¿s disease medications. The device was at end of service (eos). There weren¿t any concerns or dissatisfaction about the ins longevity. They were having a new ins and extensions replaced on the day of report. The patient had been using low settings around 2v. Due to the shocking, the doctor wanted to replace the extensions as well at the time of the ins replacement.